Manufacturer narrative:
Reference record: (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded, therefore, a return sample evaluation is unable to be performed. Stoma site bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient's spouse reported the stoma site was bleeding heavily, in which the stoma site gauze was changed 5 times and soaked in blood. The patient was advised to go to the hospital, but the spouse declined as they do not trust a public hospital. A physician who visited the patient , assessed the stoma site and advised the husband to keep gauze on all night. On (B)(6) 2020, while at the hospital, a gastroenterologist estimated that a blood vessel had broken and the bleeding had not stopped completely. A gastroscopy revealed no bleeding in the stomach, but in the inner wall of the abdomen, a the gastrostomy point. The tubing was replaced and the patient received a one time dose of intravenous transamin (tranexamic acid) for the stoma site bleeding and was discharged from the hospital. On (B)(6) 2020, the patient was transported by ambulance to the hospital due to continuous bleeding at the stoma site. Upon admission to the hospital, a blood test and a CT scan of the upper and lower abdomen revealed inflammation in the inner wall of the abdomen. The patient was hospitalized, and began unknown intravenous antibiotics and fluids on (B)(6) 2020. Duodopa therapy was continued. At the time of report, the inflammation had completely subsided. On an unknown date, the antibiotic treatment was discontinued.